Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode received a shock after turning onto their left side. The shock was later determined to be inappropriate. According to the physician, an x-ray confirmed appropriate device and electrode position. The device was electrically deactivated pending surgical intervention. Additional information received indicates that surgical intervention was performed. The electrode was confirmed to have dislodged. There were also air bubbles noted in the pocket and body fluid contamination in the device header. The device and electrode were explanted and replaced. Besides intervention, no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Testing was completed to assess electrode electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.